Event description:
During a lobectomy procedure, one side of the staple line had malformed staple at first firing (open shape). Another device was used to complete the case. There were no adverse consequences to the pt.